Event description:
On (B)(6), 2011, pt was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring he c3 delivery system. It was reported that pt anatomy was highly tortuous. Therefore, a longer graft was selected to compensate for the tortuous anatomy. Upon device deployment, the left internal iliac was unintentionally covered. The pt tolerated the procedure and no add'l procedures were performed.

Manufacturer narrative:
The device of the mfg paperwork verified that this lot met all pre-release specs. The gore excluder aaa endoprosthesis instructions for use (IFU) warns not to cover significant renal or mesenteric arteries with the endoprosthesis as vessel occlusion may occur. Additionally, the IFU indicates that pts should be appropriately sized for treatment during pre-procedure case planning.